Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a whipple procedure, prior to the use of the device, they connected the cartridge to the handle, they tried to close the jaw for checking however it could not open. They did not push the green button at all when they squeezed the handle. They pulled the black release knob, then the handle returned to the initial position and the jaws opened. Then they noticed the cartridge was pre-fired and it became unusable. The procedure was completed with another device. There was no patient harm.